Event description:
On 16 aug 2007 baxa was notified of an incident which resulted in medical intervention. The customer reported that while using the abacus tpn calculating software for creating a tpn solution, the incorrect amount of calcium gluconate was entered resulting in an over-delivery. The prescription was set for either 0.465 meg/ml or 9.3 mg/ml of calcium gluconate, however, 100 mg/ml was ordered, compounded, and delivered. The reported incident was discovered when the pt's lab work came back with an elevated serum calcium level of potassium at 16.1 mg/dl. The tpn was discontinued after -12 hours of infusion and the pt was hydrated. After intervention, the pt's lab results are now reported within the acceptable limits and condition is stable.

Manufacturer narrative:
The customer's subsequent investigation determined that the user entering the order into the abacus tpn calculating software inadvertently entered the incorrect amount of calcium gluconate, resulting in 100 mg/ml in the bag. In addition, during the site visit, baxa's systems specialist retrieved the compounder's black box files, mixcheck reports, and abacus labels for review and investigation of the occurrence. Through this investigation it was found that the verification label along with associated documentation that is produced with the order of the tpn bag clearly indicated the ingredients (volume of calcium gluconate) in the tpn solution; pharmacist and physician verification of the tpn bag failed to identify the incorrectly ordered ingredient. A review of the product hazard analysis (pha) and customer complaint data for abacus was conducted and it was determined that this issue not occurring with greater frequency or severity than is expected for the device, as documented in the pha.